Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the bifurcation of the left anterior descending (lad) and ramus intermedius coronary arteries using the kissing procedure technique. Two balloon dilatation catheters (bdc) were advanced and inflation attempted; however, the 3.00 x 12mm trek bdc failed to inflate. Air bubbles were noted in the aortic arch and no flow was noted. The patient went into cardiac arrest due to the air embolism. Cardiopulmonary resuscitation was performed, and the patient was revived. After the procedure, the shaft of the trek bdc was noted to be kinked and when flushed, a leak was noted at the guide wire exit notch. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak and the reported kink were able to be confirmed. The reported inflation problem was unable to be replicated in a testing environment due to the condition of the device. Additionally, the exit notch was noted to be torn. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effect of embolism is listed in the trek rx coronary dilatation catheter instructions for use (IFU) as a known patient effect of coronary procedures. As there was no damage noted to the device during the inspection prior to use and there was no report of a leak during preparation for use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that manipulation and/or inadvertent mishandling resulted in the noted torn guide wire exit notch; thus, resulting in the reported inflation problem and the reported/noted guide wire exit notch leak. (Tearing of the guide wire exit notch can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire). Further manipulation of the device resulted in the reported/noted kinks. The reported difficulties possibly caused/contributed to the reported patient effects; however, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na